Event description:
This report cites a complaint by a distributor for a leaking infusion-set or infusion-reservoir bag. The distributor rec'd a report from one of their customers who claim that one of the devices leaked during chemotherapy (5-fu) treatment. The exact device and location of the leak is unknown. There is no report of injury.